Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, 10 months ago, robot assisted laparoscopy was performed and the mesh was placed to repair the ventral hernia. Postoperatively, at the epigastric, umbilical, and infraumbilical part on a laparoscopic robot assisted ventral hernia repair, the mesh had a 13cm by 27cm defect. The patient had a recurrent hernia through the mesh 10 months after implantation. The patient had to be hospitalized again for a second operation via laparoscopic intraperitoneal onlay mesh to repair the recurrent hernia.